Event description:
Pd nurse reporting a leak with an 8 inch extension set in use. The pediatric capd pt had a tubing leak while performing an exchange at home. The parent brought the pt to the clinic for a line change and for antibiotic treatment. The rn inspected the extension set and injected solution by syringe and solution was seen leaking from beneath the square component of red pt connector/where the connector ends and the tubing starts. The extension set was placed on the pt on 03/23/2000. The lot number had not been recorded, however, there are two lot numbers in stock at the facility: r8p803 and 9lr816. The pt did not develop any sign or symptoms of a related peritonitis, pt's effluent remained clear. Pt was treated with keflex 250mg tid x7 days prophylactically. MDR filed as medical intervention was required. The complaint sample is saved and has been requested.